Event description:
The customer reported that av-toco maternal puls xdr gives incoherent values. It unknown if the device was in use at time of event and no adverse event to the patient/user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that av-toco maternal puls xdr gives incoherent values. It unknown if the device was in use at time of event and no adverse event to the patient/user was reported. The customer contacted the customer care solution center (ccsc) to request a standard exchange for the defective av-toco maternal pulse xdr under their parts contract. Multiple good faith effort emails were sent in an attempt to confirm which values were inconsistent. However, no response has been received. No further information was provided the defective transducer was replaced under the customer parts contract as a standard exchange. The absence of further calls supports that the reported problem has not recurred or was resolved.

Manufacturer narrative:
H3 other text: not returned.